Event description:
It was reported following successful deployment of this jugular filter, removal of the guidewire met with resistance. Continued removal attempts resulted in unravelling and subsequent removal of the guidewire from the filter as well as pulling the filter towards the heart. A CT scan revealed the apex of the filter was in the right atrium. No intervention was performed or is planned. The pt remains asymptomatic. A delivery system in the released position, four dilators, a sheath and a guidewire were received, evaluated and retained by this manner. The filter implanted and was therefore not returned for eval. The engineering eval indicated no problems were noted with the dilators. Three kinks were located in the sheath 14.5, 36 and 59 centimeters from the distal tip. The distal tip of the sheath was flared. The distal guidewire coils were unraveled for 40 centimeters and the core wire appeared to be broken at the tip weld. Measurement of the guidewire revealed the wire's outer diameter was within mfg specification. This type of damage is consistent with resistance upon removal. User technique and/or pt anatomy may have contributed to this event. However, co is unable to determined the exact cause for this event.